Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information in relation to a dream station 2 device. The manufacturer received voluntary medwatch (mw5149146). The patient has alleged that the device started smoking. Medical intervention was not specified. There was no report of serious or permanent patient harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 28 oct 2024 and section h11 should be reported as: the manufacturer received information in relation to a dream station 2 device. The manufacturer received voluntary medwatch (mw5149146). The patient has alleged that the device started smoking. Medical intervention was not specified. There was no report of serious or permanent patient harm or injury. After the first attempt to have the device and components for evaluation, the customer responded that the device will be available for evaluation, but it is not yet returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section g and h updated in this report.